Event description:
It was reported patient went through withdrawal a year ago and was hurting a lot more. It was noted that the healthcare provider (hcp) was busy and they had not reprogrammed it on that ¿friday.¿ it was noted that the alarm started going off on ¿saturday.¿ it was noted that the patient had spoken the hcp and they told the patient, he would be okay until ¿monday morning.¿ it was noted that the patient had gotten the refill but ¿they didn¿t reprogram it.¿ patient started to go through withdrawal. When the patient went back on that monday, ¿everything was fine.¿ it was noted that the pump helps the patient. The pump system was delivering bupivacaine, baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_prog, product type: programmer. (B)(4).